Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015-, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml (dose 857 mcg/day) in flex mode via an implanted pump. The patient's medical history included anoxic brain injury with subsequent baclofen pump implant. The patient experienced left upper and lower extremity spasticity so severe it resulted in dislocation of the patient's left elbow at olecranon and subsequent open reduction internal fixation (orif) to reduce the fracture. The spasticity caused second dislocation and subsequent casting. A pressure sore occurred secondary to casting and the left ankle was fixed and rigid in plantar flexion. The patient's right wrist flexed so severely that the thumb almost touched the patient's right forearm. The pump had morphine sulfate (ms) added to baclofen to address the pain secondary to spasticity. The patient was under management of a hcp who removed ms/baclofen cocktail and replaced with lioresal. Evacuation of catheter and peristaltic pump tubing contents was performed and reprogrammed. The issue had resolved at the time of the report. The patient's status at the time of this re port was "alive- no injury". Surgical intervention did not occur with the device and it was unknown if surgical intervention was planned.